Event description:
It was reported the ultrasonic probe had a leak from the tip of the device. The event occurred during a diagnostic bronchoscopy procedure. The device was replaced with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a hole was detected in the sheath on the distal end and human body fluid has entered. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the indentation on the tip sheath and insertion sheath are indicates that stress was applied to the tip sheath. We assume that the same stress caused pitted holes in the tip sheath, from which the ultrasonic medium leaked. The ultrasound medium leaks from the pitted area of the tip sheath, and since the ultrasound medium is reduced, it cannot transmit ultrasound waves normally, and the ultrasound image you indicated cannot be drawn normally. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic probe had a leak from the tip of the device. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.